Manufacturer narrative:
Follow-up #1 date of submission 04/14/2014-device evaluation:the battery cap has been returned and evaluated by product analysis on 03/28/2014 with the following findings:the battery cap threads were observed to be damaged, and the cap did not secure properly to a test pump. Additionally, the battery cap contact height did not measure within specifications. The contact width did measure within specifications.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the pump battery cap threads were stripped and the cap could not be removed from the pump without the use of a tool. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.